Manufacturer narrative:
The reported complaint was not confirmed as the complaint device was not available for a manufacturer evaluation. As such, a definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. A records review was performed on the reported lot. An investigation of the device manufacturing records was conducted by the manufacturer. There were two approved temporary deviation notices (dn) noted on the lot; however, both dn's were found to be unrelated to the reported failure mode of external leak. There was no indication of product non-acceptance or deviation during the manufacturing process which could be associated with the reported event. This review included a check of non-conformances, rework, labeling, process controls, and any other occurrence in production potentially related to the complaint. A review of the batch production records did not reveal a probable cause for the customer complaint. There were no non-conformances identified that relate to the reported event, and all lots met release criteria.

Event description:
A user facility reported that a blood leak occurred immediately after initiation of the patient's hemodialysis (hd) treatment. The blood leak was noted as being an external dialyzer leak. The machine did not alarm as it is not intended to do so. Blood was visually observed leaking from the header end cap of the dialyzer. Therefore, blood test strips were not used to confirm the presence of blood. No dialyzer damage was visible. Furthermore, no damage was observed to the dialyzer¿s individual packaging or the case from which it was pulled. The patient¿s estimated blood loss (ebl) was noted as being approximately 100 cc. No patient adverse effects were experienced and no medical intervention was required as a result of this event. The patient completed treatment with a new set-up on the same machine. The complaint device is not available to be returned to the manufacturer for evaluation as it was discarded by the user facility.